Event description:
It was reported that prior to an unk procedure, there were difficulties installing the device. The device worked intermittently and had an activation issue. No further details were provided. No pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device was returned with the distal tip of the blae broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. During testing, no assembly or dis-assembly issues were found. The reported complaint was for an activation issue. A possible cause of an activation issue is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history recrods were reviewed with no anomalies noted during the mfg process.